Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 23mm aortic bioprosthetic valve was implanted and explanted during the same procedure. Once implanted it was reported that there was an intravalvular leak which occurred during a modified subcoronary implant. The surgeon questioned the coaptation of the valve leaflets and replaced the valve with a non-medtronic device. No additional adverse patient effects were reported.